Manufacturer narrative:
The customer contacted the ge rep and it was discovered that the transmitter was not attached correctly to the headset (orientation). Customer reattached and the sys worked as intended. Sys placed back into svc.

Event description:
It was reported that the itrak 3500l sys was not tracking correctly, although calibration and setup went ok. No report of pt injury.